Event description:
Complainant reported that patient complained of bad taste in mouth approximately 7 months post-implantation with chin implant. Subsequently, patient complained of pain and discomfort, as well. No biopsy or culture was ever taken, and patient was prescribed two courses of amoxicillin (po) and peridex oral rinse. Device was explanted due to infection approximately one year post-operatively.

Manufacturer narrative:
Patient: infection, pain. Device: no known device problem. Method: reviewed device history records, sterilization records, environmental monitoring records, and product labeling. Results: device history records review found no assignable cause for the reported events. The sterilization process was within specified parameters, and there have been no other infection-related complaint reports associated with this sterile lot of (B)(4) devices. Product labeling addressed the possibility of infection.